Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On 16-april-2024, it was reported by the patient for the infusion set leakage. Infusion set was leaking from the tube. Current blood glucose at the time of call was 280 mg/dl. No further information was available.